Manufacturer narrative:
This complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and is considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions, controls, or mitigations.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no patient involvement, and no harm/adverse event reported.